Manufacturer narrative:
Unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access bd pyxis enterprise server. A technical support specialist noted that the customer experienced an error message stating that a request could not be processed when attempting to access the pharmacy enterprise system site and explained that no authentication issue appeared in the intelligent data services system because the customer had not completed a login attempt and also checked with the team lead to confirm whether an interruption in the epic system followed by restoration could affect the internet information services environment. Reviewed logs and found the external inbound process service was timing out and unable to connect to the dsserveroltp database and requesting confirmation whether the database was offline. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es server after an epic downtime event, the user encountered an issue. When attempted to access the bd pyxis enterprise server to remove pyxis machines from critical override, the following error message appeared: an error occurred while processing your request. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.